Manufacturer narrative:
The insulin pump was received with three unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The following cosmetic damage was found on the pump: minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 234 mg/dl. Customer stated that he was walking back to his cabin when the pump started alarming. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.